Event description:
It was reported that during a pulmonary avm case 17 coils had been used without issue. The 18 th coil was placed but would not detach. They withdrew the coil slowly, and the implant was found to be detached though when it became detached was unknown. Subsequently, the procedure was completed successfully with pushable coils and no impact to the patient.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The reported device is not expected to be returned to microvention for evaluation. A supplemental and final report will be filed following the completion of the complaint investigation. The instructions for use (IFU) identifies premature coil detachment as a potential complication associate with the use of the device.

Manufacturer narrative:
A visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device's risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. There are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. The instructions for use (IFU) identifies premature or difficult coil detachment, as a potential complication associated with the use of the device.